Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The lead was tested in unipolar, where there were stable sensing, impedance and threshold measurements. The lead was also tested in bipolar, where noise and high out of range impedance measurements were observed. Additional troubleshooting measures were performed including pocket manipulation where the noise was reproducible. The device was programmed to unipolar. The patient will continue to be monitored. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
Correction to h7 field: correction from the currently selected no remedial action applies to updating the h7 field to selecting notification and recall. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The lead was tested in unipolar, where there were stable sensing, impedance and threshold measurements. The lead was also tested in bipolar, where noise and high out of range impedance measurements were observed. Additional troubleshooting measures were performed including pocket manipulation where the noise was reproducible. The device was programmed to unipolar. The patient will continue to be monitored. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. It was noted that this rv lead has exhibited a significant increase in pacing impedance measurements ranging from 500 to 1300-1900 ohms. The patient was scheduled to be seen in-clinic for further evaluation. At this time, the device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The lead was tested in unipolar, where there were stable sensing, impedance and threshold measurements. The lead was also tested in bipolar, where noise and high out of range impedance measurements were observed. Additional troubleshooting measures were performed including pocket manipulation where the noise was reproducible. The device was programmed to unipolar. The patient will continue to be monitored. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. It was noted that this rv lead has exhibited a significant increase in pacing impedance measurements ranging from 500 to 1300-1900 ohms. The patient was scheduled to be seen in-clinic for further evaluation. At this time, the device system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The lead was tested in unipolar, where there were stable sensing, impedance and threshold measurements. The lead was also tested in bipolar, where noise and high out of range impedance measurements were observed. Additional troubleshooting measures were performed including pocket manipulation where the noise was reproducible. The device was programmed to unipolar. The patient will continue to be monitored. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
Correction to h7 field: correction from the currently selected no remedial action applies to updating the h7 field to selecting notification and recall. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The lead was tested in unipolar, where there were stable sensing, impedance and threshold measurements. The lead was also tested in bipolar, where noise and high out of range impedance measurements were observed. Additional troubleshooting measures were performed including pocket manipulation where the noise was reproducible. The device was programmed to unipolar. The patient will continue to be monitored. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. It was noted that this rv lead has exhibited a significant increase in pacing impedance measurements ranging from 500 to 1300-1900 ohms. The patient was scheduled to be seen in-clinic for further evaluation. At this time, the device system remains in service. No adverse patient effects were reported. Additional information was received, where a healthcare professional (hcp) called about ventricular, atrial tachy response (atr), and signal artifact monitor (sam) episodes recorded by this pacemaker system. Ts confirmed that the sam episode was triggered by noise suspected to be electromagnetic interference (emi), the ventricular episodes were caused by oversensing possibly due to myopotential noise, and the atr episodes were suspected to be crosstalk rather than actual atrial arrhythmias. Additionally, high out-of-range pacing impedance measurements were observed. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Correction to h7 field: correction from the currently selected no remedial action applies to updating the h7 field to selecting notification and recall. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The lead was tested in unipolar, where there were stable sensing, impedance and threshold measurements. The lead was also tested in bipolar, where noise and high out of range impedance measurements were observed. Additional troubleshooting measures were performed including pocket manipulation where the noise was reproducible. The device was programmed too unipolar. The patient will continue to be monitored. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. It was noted that this rv lead has exhibited a significant increase in pacing impedance measurements ranging from 500 to 1300-1900 ohms. The patient was scheduled to be seen in-clinic for further evaluation. At this time, the device system remains in service. No adverse patient effects were reported. Additional information was received, where a healthcare professional (hcp) called about ventricular, atrial tachy response (atr), and signal artifact monitor (sam) episodes recorded by this pacemaker system. Ts confirmed that the sam episode was triggered by noise suspected to be electromagnetic interference (emi), the ventricular episodes were caused by oversensing possibly due to myopotential noise, and the atr episodes were suspected to be crosstalk rather than actual atrial arrhythmias. Additionally, high out-of-range pacing impedance measurements were observed. No adverse patient effects were reported. This pacemaker remains in service.